Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgical scope displayed a b30 error code. The issue occurred during procedure for use and the ebus therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h4, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the reported is due to ultrasound connector fluid. The most probable cause of this complaint is traced expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'endobronchial ultrasound procedure was delayed under sedation for less than 30 minutes. No adverse health consequences to patient.'